Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was displaying an e6 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that device had small cut in the cord and made unusual noise. It was further observed that the connector cap cable had a non-anspach crimp. During repair it was observed that the bearings were worn-out. It was determined that the issue with the bearings is consistent with normal wear over time. It was further determined that the issue with the cut in the cord is consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use, which is user error/misuse/abuse. It was also determined that the issue with the non-anspach crimp is consistent with an unauthorized repair, which is defined as misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was presenting an e6 error code. The event was not reported to have occurred during a surgical procedure. It was reported that there was no delay to a scheduled surgical procedure. It was not reported if a spare device was available for use. There was no report of patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.